Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the issue was not resolved and the cause of the overdose and underdose remained undetermined. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), manufacturer's representative, and a consumer regarding a patient who was receiving 2000mcg/ml baclofen at 325.4mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had been experiencing sporadic, intermittent episodes of what appears to be overdose. The patient would get very sleepy suddenly, and will only wake up to painful stimuli. The patient was overdosed before in (B)(6) of 2019. The patient's dose was increased from 325.4mcg up to 369.5mcg. The dosewas too high and the patient was pretty much comatose. The patient was breathing but could not be woken up. The patient went to the ER and they decreased the dose to its previous level and within a day the patient woke up. The hcp ordered an eeg which was normal. The doctor ended up ordering a 72 hour eeg, but then the patient became sleepy at their refill and the doctor cancelled the eeg. The hcp believed this was related to the baclofen. The hcp kept the dose the same, and wanted to monitor the patient before making any changes. The pump was interrogated which showed no malfunctions. The hcp wondered if the priming bolus recall could be a part of the issue. The patient would experience somnolence to spasticity and it would go back and forth. The patient would be up some nights with spasticity and then some days be somnolent. It was reported the episodes were totally random. There was a slight volume discrepancy where they expected 2.7ml and got back 3.5ml. No imaging was done. The hcp was concerned that they may not be able to give the patient enough baclofen for spasticity without the patient becoming somnolent. The hcp reported they will continue to adjust the dose to find a solution for the patient. The doctor planned on changing the concentration to 500mcg/ml. No further complications were anticipated/reported.